Event description:
Target became aware that during the procedure the gdc broke and separated from the delivery wire. Intervention was required to remove the separated piece. This activity was of no consequence to the pt.

Manufacturer narrative:
The gdc main coil was returned tangled and covered with blood, in a cardboard box for steam sterilization. The gdc pusher wire and the catheter used in the procedure were not returned for evaluation. During the investigation it was confirmed that the gdc main coil was broken and almost completely stretched. At least four ends were visible, which indicates that the coil broke into two or more pieces. From the condition of the main coil it appeared that after the coil stretched, it separated from its pusher wire, either by unraveling or by the breaking of the core wire. However, since the catheter used in the procedure was not returned for evaluation, it was not possible to determine the origin of the reported incident. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.